Event description:
The customer received a blood glucose reading of 83 mg/dl from the contour next link. She was feeling hypo with symptoms of confusion and dizziness and was sweating. She drank a glass of orange juice. She felt more dizzy, sweaty and confused. Forty-five minutes later she retested and her readings were 42 and 45 mg/dl. She drank 2 more glasses of juice. Her symptoms did not improve. She attempted to retest but the meter gave a hardware error. She called customer service for assistance and ultimately received a blood glucose reading of 103 mg/dl. She stated she was feeling better. The customer was advised to return the strips for investigation. A new meter was sent to her.